Manufacturer narrative:
On february 9, 2022, the distributor reported the additional information: upon receiving the pump, the distributor performed a history review and system check. Pump history showed multiple loss of connection alerts occurred with transmitter ((B)(6)). Pump system check found the pump to be functioning as intended.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that multiple loss of signal alarms occurred between the transmitter and pump for an unspecified amount of time. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.